Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed evidence of blower foam degradation. Additionally, the service technician also noted an error code e031 (motor vbus high blower off) and dust contamination. The device was scrapped by the service center after the evaluation was completed.